Event description:
Medtronic received limited information that the pt with this bioprosthetic valve developed symptomatic regurgitation after approx. 3.5 yrs. Of use. At explant, calcification was observed on the leaflets of the valve. Product identification information was not provided, and it is not known if the valve will be returned for analysis. Medtronic has requested additional information from the surgeon concerning this event. No adverse pt effects were reported.

Manufacturer narrative:
No information available. Conclusion: to date, this product had not been returned for analysis, and it is not known if the product will be returned. In addition, neither product nor pt specific information has been made available to medtronic. Consequently, no definitive conclusions can be drawn at this time, given the limited information available regarding this event. Additional information is anticipated, as medtronic has requested event details from the surgeon. When this information is obtained, a follow-up report will be submitted.